Event description:
While the suction irrigator was not in use the motor began to run on the unit and at the portion that has the buttons began to smoke. The batteries were immediately taken out and the irrigator was taken off the field and placed into a bag. Manufacturer response for suction irrigator, strykeflow 2 disposable suction/irrigator system (per site reporter). Awaiting response.